Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used as an accessory device with a non-medtronic stent graft for the endovascular treatment of a 58mm diameter abdominal aortic aneurysm. The patient reportedly had a non ¿ medtronic stent graft system previously implanted. The patient had a neck length of 15mm and a proximal aortic neck angulation of 18°, with 25% calcium around the seal zone. During the index procedure the physician elected to implant endoanchors to treat a type ia endoleak. 6 endoanchors were deployed however 1 endoanchor did not seal properly, became loose, and ultimately embolized to a branch of the left renal artery where it was non-occlusive and flow appeared to be proceeding around it. It was decided safer to leave the endoanchor in its location. It was reported that during follow up an endoleak of undetermined type was noted by radiology. The physician elected to perform coil embolization. During the intervention, angiography was performed but the undetermined type endoleak could not be demonstrated and therefore the embolization was not performed. No clinical sequelae were reported and the patient is fine.